Event description:
A cartridge change error was reported when the customer attempted to change the cartridge, noting that the issue led to a high blood glucose level, though the specific value was not provided. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). Despite attempts to reload the original cartridge, the pump did not accept it. The customer resumed insulin delivery by loading a brand-new cartridge, resolving the issue. No third-party assistance was required, and the situation is not active anymore, although the customer was advised to monitor and follow up if the problem persists.